Manufacturer narrative:
(B)(4). Evaluation summary: the device was not available for evaluation; however, a photograph of the device was provided by the customer. A photographic inspection could not determine if there was a leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 150ml empty bag was leaking. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater leak test was performed, and revealed a leak from the bottom right-hand side of the bag. Closer visual inspection of the area revealed slight excessive welding and a pin hole at the welding. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.